Manufacturer narrative:
The device history review confirmed that the device met specifications when it was released. The device was returned for analysis and the following was found: kinked outer body, compressed outer body, bent inner body, kinked inner body, and a partially protruding stent. The inner body bumper marker was just proximal to the stent proximal markers.  The stent was successfully deployed during functional testing, however friction was noted when moving the inner body in the outer body. The investigation was unable to conclude the cause for the observed anomalies; therefore an assignable cause of undeterminable was assigned.

Event description:
Analysis of the returned device found that the stent had partially deployed. There were no reported clinical consequences to the patient.